Manufacturer narrative:
B1: adverse event changed from "no" to "yes".

Manufacturer narrative:
According to the gore® molding & occlusion balloon catheter instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma.

Event description:
On (B)(6) 2021, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system. The device was fully deployed, and a balloon was used to help seat the graft. In doing so, the aorta ruptured. A gore® excluder® aaa endoprosthesis was implanted to cover the ruptured area. Because of the location of the rupture, the right renal was covered by the excluder. The patient tolerated the procedure. The aorta was heavily calcified in the area of the implant, and it is believed the physician overinflated the balloon, causing the rupture.